Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the air/water nozzle loosened, the angle wire fluid damage, the segment fluid damage, the light guide fiber bundle (lcb) broken, the objective gluing missing, the u/d and the r/l pulley wire fluid damage, the remote control buttons cut, the control body corroded, the control knob pivot corroded, the light guide cable buckled, the lg cable connector corroded, and the electrical connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.